Event description:
Caller states that the inform meter showed signs of melting and burning on the bottom of the base. There is burnt plastic around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.